Event description:
Info received indicates the mts cable was torn away from the weigh frame junction board which exposed wiring.

Manufacturer narrative:
The facility replaced the mts cable to repair the bed.